Manufacturer narrative:
The investigation was started. The concerned co2-absorber cartridge was requested. Investigation results will be reported in a follow up report.

Event description:
It was reported that: after exchange of the co2-absorber cartridge during surgery there existed a leakage. This was not realized immediately. During introduction of the following pt the pressure dropped in manual mode. The pt could no longer be ventilated. Ventilation was established by other means and the surgery was stopped. The cause of the pressure drop was identified. There existed a breakage in the bottom of the co2-absorber cartridge, which resulted in the leakage. After replacement of the co2-absorber cartridge the anesthesia machine worked fine again.